Event description:
The customer contacted the company's customer experience team via email to report that they had recently experienced utis (urinary tract infections) while using the device, and that their doctor recommended they use a smaller size device as it might be putting too much pressure on their urethra. The company advised the customer to discontinue use of the device and follow the instructions of their treating provider. The company made three additional good-faith efforts to obtain more information from the customer, however, they failed to respond to the company's outreach. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.